Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 90% stenosed lesion in the proximal right coronary artery. The 5.0x12 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation. After post-dilatation, during removal of the bdc, resistance was felt with the anatomy. The bdc was able to be removed. The procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.